Event description:
It was reported that stent fracture occurred. A promus premier¿ stent was implanted in the vein graft. The physician noticed that the stent appeared to be fractured. The physician then placed another stent through the promus premier¿ stent without issues and the procedure was completed. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).